Manufacturer narrative:
Oneosseotite® tapered certain® prevail® implant 6/5 x 8.5mm (item #xiitp6585) was received for investigation. Visual inspection of the as returned product identified minor signs of wear due to usage and tooling damage to some of the external threads and the drive feature but no signs of significant deformation. The product's dimensions were measured with digital calipers and found to be within the specifications in the product's engineering drawing. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: g7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight, relevant tests/laboratory data dates are unknown.

Event description:
It was reported that a patient experienced peri-implantitis associated with an implant.